Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns, floppy; guide catheter: ebu3.5 7f. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the left anterior descending coronary artery that was moderately tortuous, moderately calcified and 99% stenosed. For pre-dilatation, a 2.0 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated once to 8 atmospheres. When an attempt was made to remove the bdc from the patient anatomy, there was resistance with a non-abbott guide wire. In spite of the resistance met, the device was removed safely and independently. The procedure was successfully completed after a xience alpine 3.0 x 15 mm stent was implanted. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.